Event description:
It was reported that the external pulse generator (epg) incurred an error. Technical services explained error and emailed information to caller. The epg was restored for use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.